Event description:
The customer reported to the baxter quality relations manager during an on-site visit that a colleague infusion pump experienced a 810:11 alarm. This alarm occurred during patient infusion. There was no patient injury or medical intervention associated with this report. No additional information is available.

Event description:
The customer reported to a baxter quality relations manager during an on-site visit that a colleague infusion pump experienced an 810:11 alarm on channel c which interrupted a patient infusion of insulin. The tubing set administering the insulin was moved to a different channel on the pump and the infusion resumed. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B) (4) the device has not been received for evaluation of interruption of therapy. The customer reported that the device will not be returned to baxter for service. The customer performed their own device repairs. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
(B) (4)the software version for this device is currently not known.

Manufacturer narrative:
(B) (4). The reported condition of failure code 810:11 on channel c, which interrupted a patient infusion, could not be confirmed as this device was not returned to baxter for service. The customer evaluated the pump on-site, finding that moisture on the tubing loaded into channel c had caused failure code 810:11. The channel c tubing channel was dried out to correct this condition. Should the pump or additional information be received, a follow-up medwatch will be submitted.

Event description:
During an evaluation of a product complaint for another issue, a precision bipolar device was sent to a supplier for additional evaluation. The jaw of the device broke during transport to the supplier. Although standard device packaging was not in use, a decision was made to report this failure.